Event description:
On (B)(6) 2013, 3m espe received a report regarding a pt who was experiencing mild pain linked to a mdi-implant. The implant was placed 5 years earlier by a prior dentist. The pt's new dentist determined that the implant was too long and had penetrated the nasal cavity. The new dentist successfully removed the implant on (B)(6) 2013, without complication and the pt is reported as fine.

Manufacturer narrative:
Methods, results and conclusion: the explanted implant will be returned to 3m espe for evaluation and a follow-up report will be sent after the evaluation is complete.